Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation solenoid valve test failed on the device. The device's active exhalation control module was replaced to address the issue. After replacing the part on the device, the repair and running test were performed, alarm and battery checks, and the device was found to be operational.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation solenoid valve test failed on the device. The device's active exhalation control module was replaced to address the issue. After replacing the part on the device, the repair and running test were performed, alarm and battery checks, and the device was found to be operational. The active exhalation control module was returned to the philips investigating lab (pil) for evaluation. The pil investigated the part and confirmed the failure on the test report that was sent in by service. The part was examined, and no visual defects were found. The same test was performed using the part and the same test failure could not be confirmed. Pil confirmed that they could not determine the underlying issue for the failure that was found by service. Pil concluded the acem was functioning as designed.